Event description:
IV in ob department started and white activation button pushed to retract the needle back into the safety chamber. Retraction was immediate and complete. While disposing of the fully retracted device something in the sharps container re-activated the needle resulting in a needle stick to the nurse's finger.